Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "the patient has residual mixed astigmatism and the icl is mildly rotated. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).